Event description:
Pt reported that ms3 pump sn#(B)(4) malfunctioned 2 days ago. Pump was alarming that there was blockage and to check the tubing, she checked her tubing and it looked good, but pump was still alarming. She changed her tubing, and pump was still alarming that there's a blockage. Pt switched to backup pump and everything went well. There was a 10-minute interruption in therapy, but pt reported no changes in breathing and no adverse event. Replacement pump sent. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.